Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were getting a test and a scan of their heart today, and the machine was turning the stimulator back on. Patient said they turned stim off and put it into MRI mode, but during the scan, they kept having a problem with the EKG. Patient then said when they were doing the scan for the heart, somehow the scanner turned the implant on as patient could feel the stimulation, but when they looked at the handset, it still said stimulation was off. Agent documented information given during the call. The patient was redirected to their healthcare provider to further address the issue.